Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing in which pacing was inhibited. Technical services (ts) discussed programming and possible troubleshooting options. This device remains in service. No adverse patient effects were reported.